Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
In a pre-discharge check, the physician noted that the p waves were small and there was no atrial capture. An x-ray showed that the lead appeared to be in the same position as at implant. The physician explanted this lead was replaced it. Should additional information become available, this file will be updated.